Event description:
It was reported that during a dilation and curettage (d<(>&<)>c) hysteroscopy and myomectomy procedure, prior to resection, as soon as the shaver was inserted, the suction was continuously on, causing additional bleeding and loss of visualization in the cavity, which extended the surgical time by 30 minutes. There was no blood transfusion and no reoperation done to the patient to stop the bleeding. The event did not lead to or extend patient hospitalization. The issue was isolated to the blade, and the scope worked properly until the blade was inserted.

Manufacturer narrative:
D10 concomitant product: unknown - truclear, unknown truclear device (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.